Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Investigation ¿ evaluation: reviews of complaint history, device history record, the instructions for use, and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The complaint device was not returned. Based on the investigation of the other devices received from the same customer, (reference mw #'s1820334-2019-01384, 1820334-2019-01543, and 1820334-2019-01544) the basket of the device was likely non-functional due to sheath damage. Damage to the basket sheath likely was caused during handling of the device. There was no information provided related to handling of the device, so it could not be confirmed that the device was damaged due to handling before use, but it is a possible cause. The cause for the reported malfunction could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: urology coordinator. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a ureteroscopy using a nforce nitinol helical stone extractor, prior to patient contact, the extractor was tested and would not open or close. This device was not used. The physician disposed of the device and the procedure was completed using a competitors' device. The patient did not experience any adverse effects as a result of this alleged product malfunction. The patient did not require any additional procedure as a result of this occurrence.